Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.